Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent oversensing. It was also noted that the right ventricular (rv) lead exhibited low impedance and variable and high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.